Event description:
It was reported that the patient underwent spinal fusion surgery using rhbmp-2/acs, posterior ramps, screws and rods. As per progress report, vital signs were stable.post-op patient alledged unspecified injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.